Event description:
It was reported that a large volume folfusor leaked from the connection of the luer lock and catheter. This occurred during infusion. The device was filled with fluorouracil (non-baxter) and sodium chloride (non-baxter) for a total volume of 230 ml. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient¿s date of birth was not provided; however, it was reported that they were born in 1948. This lot was manufactured from september 4, 2014 - september 5, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.